Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the device was interrogated and revealed episodes of post-paced t-wave oversensing (pptwo). Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time and the patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating that the device was reprogrammed, per technical support's recommendations, to resolve the event. The patient was stable.